Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Visual inspection of the actual sample - it was found that the flange of l-shaped connector had been damaged. - no anomaly such as damage was found in other sections. Magnifying and electron microscopic inspections of the damaged section of actual sample - it was found that the damaged surface had been smooth. Simulation test the following simulation test was performed assuming a situation in which force was applied to the flange. A. After connecting the l-shaped connector to a factory-retained 3-way stopcock, the lock adapter was tightened. As a result, the lock adapter idled rotation and the damage of flange was not simulated. B. After connecting the l-shaped connector to a factory-retained 3-way stopcock, pushing force was applied to the l-shaped connector. As a result, the taper of the male and female connectors provided a tight fit, and no force was applied to the flange and the damage was not simulated. C. After connecting the l-shaped connector to a factory-retained 3-way stopcock, pulling force was applied. As a result, the flange of l-shaped connector was damaged. The manufacturing record and the shipping inspection record of the actual sample - no anomaly was found. Past complaint file - no other similar report of the product with the involved product code/lot# was found. Manufacturing date: august 28, 2024 cause of occurrence/conclusion based on the investigation result, as a cause of occurrence, it was likely that some force was applied to the l-shaped connector between the time the product was assembled in ashitaka factory and the time it was used, resulting in the damage. However, from the condition of actual sample, it was not possible to clarify exactly when the actual sample damaged. Relevant IFU reference: - do not use if the package or device is damaged(e.g. Cracked) or any of the port caps are off. - if the product is dropped during set-up, do not use it. Replace with another device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. G4: PMA/510(k): k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Manufacturing record and the shipping inspection record of the actual sample no anomaly was found. Past complaint file: no similar complaint was received regarding the involved product code and lot combination terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user reported that once opening the package, loose part was found. The procedure outcome was not reported. The patient was not harmed.